Event description:
It was reported that the patient was admitted for lactate dehydrogenase (ldh) in the 700s, the baseline was 200s, b-type natriuretic peptide (bnp) of 1000, and troponin of 1736 with concern for pump thrombosis. The patient was hemodynamically stable with no active alarms. Log files were submitted for review and captured no data that would indicate thrombus. The log files did capture 6 no external power events while connected to mobile power unit (mpu) power which occurred on 26mar2024, 28apr2024, 13may2024, 20may2024, 17june2024, and 23june2024. These were likely caused by power to the mpu being briefly interrupted. Related manufacturer reference number:(B)(4) (mobile power unit)

Manufacturer narrative:
Section d4: expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient was admitted for lactate dehydrogenase (ldh) in the 700s (baseline was 200s), b-type natriuretic peptide (bnp) of 1000, and troponin of 1736 with concern for pump thrombosis. The patient was hemodynamically stable with no active alarms. The submitted log file contained no notable events or alarms. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.